Event description:
The customer reported that during a t & a procedure the electrode "flamed up", causing a burn to the pt's cheek and pallet. The surgeon left the pt intubated for two days because he was worried about swelling.